Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited an undersensing. No intervention or patient condition was reported.

Manufacturer narrative:
The reported complaint of r wave undersensing was confirmed. The undersensing triggered several false pause detection due to extremely small r wave amplitude. No device malfunction was found.